Manufacturer narrative:
Sample was collected in a bd sst. Sample clotting time was not supplied. Sample was spun at 4100 rpm for 7 minutes. Customer's last two system checks on (B)(4) 2011 and (B)(4) 2011 indicate that all portions passed within published specifications. Per qc charts, three levels of neat controls and a dil-hcg control are run twice daily except saturday and sunday. This assay is not run on these days. Qc charts show all levels recovering within customer's established ranges with good precision prior to and after the event. Printouts of the event log indicate no system or assay flags occurred a the time of the original result. Bci field service engineer (fse) was dispatched for this event. Fse performed a minor preventive maintenance (pm) and replaced parts per the pm procedure. All verification testing passed within published specifications. No definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the access 2 immunoassay system generated a false positive result for bhcg on one (1) same day surgical patient's sample. The result was reported out of the lab. The patient's same day scheduled surgical procedure was delayed. The sample was retested multiple times on the same instrument and all recovered negative results.